Manufacturer narrative:
There is a possible causal relationship between the patient abdominal pain, nausea and vomiting and subsequent diagnosis of peritonitis and ccpd therapy utilizing the liberty cycler set as the patient had previously reported a fluid leak during treatment. The results of the pd effluent culture were not documented. There is a possible temporal relationship between the patient events of hyperglycemia, change in cardiac rhythm, nausea, vomiting and lethargy resulting in cva and pd therapy during hospitalization, however, it is unknown if the patient was completing pd therapy utilizing fresenius products as that is not documented. It is also not documented if the patient was in active treatment at the time of the event. There is no documentation to show a causal relationship to this adverse event. Additionally, there is no allegation of a malfunction or deficiency against any fresenius product. The alleged event is not conformed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up on an unrelated customer experience it was reported that peritoneal dialysis patient (pt.) Was hospitalized for a stroke. The pt. Was not in active treatment at the time of the stroke. Additional information was solicited and received. The pt. Presented to the emergency room (ER) on (B)(6) 2018 with abdominal pain and peritonitis. The pt. Stated that she was experiencing lower abdominal pain with nausea and vomiting for two days and was also weak. A chest x-ray was completed in the ER with no acute findings, however, she does have pneumoperitoneum which was seen on a previous x-ray (date unknown). The pt. Labs were drawn and no leukocytosis was found with a white cell count of 5.7 (unknown units). The pd effluent cultures were pending. The pt. Was to continue pd therapy (unknown if fresenius products used) and was medicated with vancomycin and fortaz along with home medications including lantus and insulin sliding scale. Pain medications were ordered (type, route, dose, strength, frequency and duration unknown). There is no documentation related to the pd effluent culture results. The pt. Was transferred to the telemetry unit (date unknown) with hyperglycemia (values unknown). The following morning there was a change in the pt.¿s cardiac rhythm. The pt. Complained of nausea, vomiting, and was very lethargic. She had a junctional rhythm and a rapid response was called. A computed tomography (CT) scan of the head showed focal area of encephalomalacia in the right temporoparietal region, possibly subacute infarct. A CT angiogram of the head and neck revealed multifocal luminal stenosis without significant occlusion. The pt. Was transferred to the intensive care unit (ICU) at this time and a brain magnetic resonance imaging (MRI) showed multiple acute non-hemorrhagic infarcts involving all vascular territories, the largest in the right posterior temporal right lobe. A neurology consult was ordered. The pt. Was started on eliquis 2.5mg twice daily (route and duration unknown). Transesophageal echocardiography (tee) was completed with no acute findings. A loop recorder was placed for cardiac monitoring of the pt. The pt. Had physical and occupational therapy, continued pd therapy and was transferred out of the ICU. It is unknown if the pt. Event resulted in any deficits. After discharge from the ICU, the pt. Was eating well and ambulating with physical therapy. The pt. Showed significant improvement and was discharged to an acute rehabilitation facility on (B)(6) 2018.